Manufacturer narrative:
(B)(4).

Event description:
According to the initial reporter had to realign a cook graft due to a type-3 endoleak. The original procedure was due to the aortic aneurysm on (B)(6) 2016, a zenith fenestrated graft was placed.